Manufacturer narrative:
All buttons functioning properly during testing however, found corroded keypad traces during visual inspection. No button error alarm during testing. No unexpected numbers ramping or scrolling during testing. Insulin pump received with broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window, case cracked at reservoir tube window corner and reservoir tube window cracked.

Event description:
It was reported that the customer had a button error alarm on her insulin pump. Her blood glucose was 115mg/dl at the time of reporting. She stated that the numbers on the screen appeared to be scrolling by themselves. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.